Event description:
The stryker core impaction drill was sent in for evaluation due to overheating during a procedure. No adverse event was reported, the procedure was completed with another device. No procedure delay was reported.

Manufacturer narrative:
During failure analysis, the customer's complaint was duplicated; the device overheated during performance testing. Further investigation revealed worn/damaged internal components and insufficient lube on the bearings. A worn rotor bearing with insufficient lubrication was identified as the primary cause of the failure. Worn rotor bearings generate more friction which can result in heat as observed in this complaint. The damaged component parts were replaced and the device was returned to the customer.